Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. Intra-op, driver broke during removal of it from s4. Reportedly, the broken part of the device has been obtained. No furher information was provided.

Manufacturer narrative:
Product analysis :visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, intra-op, driver broke during removal surgery. The product didn't come in contact of the patient. Update received on (B)(6) 2016: the device was broken during removal of it from s4. Since the procedure was performed without attendance of our sales representative and this report was provided by the distributor, detailed information was not available. Broken part of the device has been obtained.